Manufacturer narrative:
E1: initial reporter facility name: (B)(6) hospital. H11: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photo showed a blood leakage at the level of the access pre pump pod. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st100 set c has been temporarily approved for use in the us under emergency use authorization eua (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.

Event description:
It was reported that approximately three minutes after starting treatment with a prismaflex set, an external blood lead was observed at the input pressure sensor. It was further reported the set was removed and unspecified damage was observed. There was no report of patient injury or medical intervention associated with this event. No additional information provided.